Event description:
Event description cpi received information that during the attempted implant of this ventak mini ii hc implantable cardioverter defibrillator (ICD), the ICD exhibited multiple counting and inhibited pacing when the ICD case was tapped or shaken. The lead connections were checked and re-connected, but the problem persisted. The ICD was replaced, and the new ICD worked fine. The ICD was returned to cpi for analysis.